Event description:
It was reported by the boston scientific field representative that this insertable cardiac monitor (icm) device exhibited a rapid depletion of the battery. Due to this reason, they requested technical services (ts) for a reason behind the reported observation. Ts reviewed the icm device data and discussed the battery measurements were decreasing faster than expected. The root cause of the reported issue cannot be determined via analysis of data; hence, the icm device should be returned for analysis. Additional information was received indicating the patient would be receiving an icm device replacement in the future; however, the replacement procedure has not been scheduled at this time. No adverse patient effects were reported. This icm device remains implanted, since the patient does not wish to have their device explanted at this time.

Manufacturer narrative:
This insertable cardiac monitor (icm) device remains implanted in the patient and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Analysis of stored latitude data suggests an icm device problem; however, the root cause behind the observed condition could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported by the boston scientific field representative that this insertable cardiac monitor (icm) device exhibited a rapid depletion of the battery. Due to this reason, they requested technical services (ts) for a reason behind the reported observation. Ts reviewed the icm device data and discussed the battery measurements were decreasing faster than expected. The root cause of the reported issue cannot be determined via analysis of data; hence, the icm device should be returned for analysis. Additional information was received indicating the patient would be receiving an icm device replacement in the future; however, the replacement procedure has not been scheduled at this time. No adverse patient effects were reported. This icm device remains implanted, since the patient does not wish to have their device explanted at this time.